Manufacturer narrative:
The speaker, display, and display central processing unit board were replaced to resolve the speaker alarm condition. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During servicing of the anesthesia machine, the unit alarmed for a speaker failure. There was no report of patient involvement.